Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 750 ml, flow rate: 8 ml/hr, procedure: partial knee replacement, cathplace: thigh, infusion start time: (B)(6) 2017 at 3pm, infusion stop time: (B)(6) 2017 at 4am. It was reported that a patient experienced an elastomeric infusion pump that infused too fast. The pump was placed on (B)(6) 2017 and was empty by (B)(6) 2017. It was noted that the pump lasted 58-hours instead of 90-hours and was set at 8 ml/hr the entire time. There was no reported patient adverse event.

Manufacturer narrative:
One sample device was received with the original packaging. The pump was returned partially full and failed to infuse at the 2 and 4ml/hr rates. The pump was placed in a heated incubator at 88 degrees for 92 hours in an attempt to dislodge any of the particulates that were residing inside the component. When removed from the chamber infusion was observed at all rates. The pump was then refilled to nominal volume. Flow accuracy testing was performed with setting the saf to 8ml/hr. After 56.25 hours, the pump yielded a flow rate of 6.82ml/hr which is within specification with a +/- 20% tolerance. The pressure pot was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 7.39psi. The saf flow rate 2ml/hr yielded a flow rate of 2.25ml/hr, which is above specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.29ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.30ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.00ml/hr which is within specifications with a +/- 20% tolerance. The investigation summary concluded a that fast flow was not observed. A no flow was observed on the 2 and 4ml/hr lines due to some type of an occlusion inside the saf. Attempts were made to rehabilitate the pump which were successful. Flow accuracy testing was performed and the flow rate was below specification within a +/-20% tolerance. Pressure pot testing was performed and all tested rates met specification within a +/-20% tolerance. All information reasonably known as of 21-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).